Event description:
It was reported that " balloon was inserted with success, but we were unable to trigger the pump to inflate the balloon. The consequence was a delay in patient treatment. Balloon was removed and another one from a different reference was used with success". Additional information received states that the patient is deceased. However the customer reported that "the doctor confirmed that the incident has no link to the death of the patient. Patient was admitted in critical condition, and that a 2nd counterpulsation balloon had been inserted without success".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that " balloon was inserted with success, but we were unable to trigger the pump to inflate the balloon. The consequence was a delay in patient treatment. Balloon was removed and another one from a different reference was used with success." Additional information received states that the patient is deceased. However, the customer reported that "the doctor confirmed that the incident has no link to the death of the patient. Patient was admitted in critical condition, and that a 2nd counterpulsation balloon had been inserted without success."

Manufacturer narrative:
Qn# (B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging label that matches the serial number of the returned sample. The sample was returned in a cardboard box and was in a sealed biohazard bag. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the section of the iabc bladder membrane; liquid blood was noted within the sheath sidearm. Buckling was noted to the teflon sheath extrusion. The one-way valve was tethered to the short driveline tubing. The distal portion of the iabc bladder was noted wrapped (or considered twisted); the remaining visible portion of the iabc bladder was noted fully unwrapped. A bend to the iabc outer/central lumen was noted at approximately 54.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The iabc bladder was noted withdrawn through the teflon sheath and buckling was noted to the sheath extrusion, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0063in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate without any difficulty. Upon removal of the sheath, the iabc bladder appeared typical with no damage or abnormalities noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. During the leak test, the bladder did not fully inflate. The middle portion of the bladder had inflated but the distal and proximal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 54.9cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. Blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "unable to trigger the pump to inflate the balloon" is confirmed. During the investigation, the distal and proximal portion of the iabc bladder was noted twisted. During functional test ing, the bladder would not fully inflate or unwrap. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action has been initiated to further investigate the issue.